Manufacturer narrative:
The investigation of limb ischemia has been completed. Clinical reported malperfusion of the right leg after implant. The pump was explanted and distal perfusion was reestablished. Pump was returned. No damages or abnormalities observed. Limb ischemia can occur during impella support. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, after approximately six hours after implant, the patient developed limb ischemia. Care was escalated to an impella 5.5, and distal perfusion was reestablished after the removal of the impella cp. The patient was reported to be stable following the event.